Manufacturer narrative:
The following devices were also listed in this report: uhr head cat# uhi-48-26 ; lot# hm62dy. Metal head; cat# 6260-9-026; lot# 52332705. Restoration modular body; cat# 6276-1-019; lot# 66004801. Dall miles cable cat# 6704-0-520; lot# 66033407. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision implant sheet that patient's right hip was revised. As reported by rep: "conversion from hemi to total hip". A stryker hemi hip construct (uhr bipolar component, 26 -3 lfit v40 head, restoration modular stem construct, dall miles cable and sleeve set) were the primary implants. Patient was revised to another restoration modular stem construct, 28 +4 biolox ceramic head, mdm/adm liner construct, and a 52e trident ii shell with 2 screws.